Manufacturer narrative:
No product is being returned for evaluation. (B)(4).

Event description:
T1 remains in the patient when a surgeon inserted the inserter to meniscus and deploy t1 during a meniscus repair, t2 implant fell off from the inserter without pushing the trigger.